Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for difficulty deploying the clip. It was reported that the patient, with functional mitral regurgitation, underwent a mitraclip procedure. The clip delivery system was advanced into the patient anatomy and the clip was placed at the anterior 2/posterior 2 (a2/p2) leaflet segment. The leaflet was grasped and deployment was initiated. The clip would not release from the delivery system. The actuator knob was turned 8 times; however, the clip would not release. Troubleshooting maneuvers were performed: made sure the delivery system was coaxial to the clip, moved the steerable guide catheter back and forth, and turned the actuator knob more than 8 times. The clip released and was able to reduce the mitral regurgitation (mr) from grade 4 to grade 3. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported difficult to deploy clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter (dc) shaft and the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.